Event description:
Customer reported an over infusion of potassium, resulting in hyperkalemia. The pt went into cardiac arrest, was resuscitated and remained in serious condition in the picu. The pt was on multiple medications (dopamine, epinephrine, vasopressin, furosemide, midazolam, tpn with kcl, lipids) and the potassium levels were being monitored by serum levels (tested in the laboratory) and blood gas levels (obtained from a bedside point of care test system). The customer reported that based upon the poct blood gas potassium level, several boluses of potassium were administered, resulting in hyperkalemia. An event log review was requested for device guardrails drug library use at the time of the pt event, (B)(6) 2010 at 1935 pm. No complaint or allegation of a device or administration set malfunction was received. The customer does not attributed the over infusion of potassium or pt outcome to an issue or malfunction of the alaris devices or administration sets.

Manufacturer narrative:
(B)(4). Pt info requested and all available information is included. This report was filed by the manufacturer. Unk if the infusion of potassium was on a pump or syringe module. An event log review of the three alaris pc units and ten infusion devices was performed for the time in question. The data indicated that of the seven infusions recorded at the time of the event, three had been programmed using the guardrails drug library (furosemide, fentanyl, vecuronium) and four were programmed as basic infusions. Two of the pump modules were logged as idle. It was not possible to determine what fluids were being infused on the four devices that were programmed as basic infusions. No device malfunction or anomalies were observed in the event log data received.